Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that when using the programmer to follow-up on protecta models, the programmer freezes at unpredictable points in the session. The programmer is expected to be returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; errors found in the programmer update history. It was noted the stylus was missing.

Event description:
The programmer was returned for repair.